Event description:
While undergoing routine medical testing, a patient was identified as having an elevated serum calcium level. This serum calcium level was determined during an in-control assay utilizing data medical associates inc. (Dma) catalog #1265, calcium plus reagent. All other patient samples tested at this time were within the normal range. On the basis of test result, her doctor admitted her to a hospital for the purpose of lowering the serum calcium level. Prior to starting treatment, a second assay was performed on a fresh sample of serum utilizing a calcium reagent of another methodology. This second assay found a normal serum calcuim level to be present. Due to these test results, a third assay of another methodology was performed. The two assays performed after she was admitted to the hospital found that the patient's serum calcium level was normal. The medical technologist reporting this incident to dma conveyed in a phone converstation that after two tests determined she had a normal serum calcium level, she was released from the hospital without receiving treatment.